Event description:
Philips received a complaint on the v60 ventilator indicating a touched position was observed to be out of alignment during preventative maintenance. The system was not in clinical use; there was no reported harm. A touch screen calibration was performed, yet the issue persisted. Therefore, the touch screen was replaced, and the issue was resolved. The device was operational after repairs (part installation) were completed.

Manufacturer narrative:
Reporting address: (B)(6).

Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touch screen passes all diagnostics testing and resistance measurements are all out of specification. This touch screen failed due to multiple resistance measurement failures. H11. Updated contact information and contact office entity.